Event description:
On 11/25/2025, an arthrex subsidiary employee reported via email that a knee arthroscopy with acl reconstruction performed on (B)(6) 2025 experienced multiple device issues. Two buttons, rtj 2 and abs 2, were initially prepared for an all-inside technique. During graft passage, the rtj 2 button became stuck in the tibial tunnel and broke, requiring removal. A btb 2-button was then opened, but its sutures appeared frayed and damaged despite being new. While assembling the graft and applying traction, the primary suture broke, compromising the graft. A third button, rtj 1, was used, and the graft was re-prepared. These issues caused delays that impacted case timing. The procedure was ultimately completed using an alternative device. Photos of the damaged sutures and broken loop were provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.